Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: no analysis available; evaluation expected but not yet begun. (B)(4).

Event description:
It was reported that after the patient was intubated they noticed a leak. Changed tube; tested insufficient tube in water and no bubbles appeared in water when cuff was inflated and syringe still attached to valve. Once syringe was removed, leaking occurred.

Manufacturer narrative:
The returned product was analyzed by quality engineer. From visual evaluation, no obvious damage was observed on the device with unaided eye. A leak test was performed using a 10 ml syringe to inflate the cuff under water. Upon inflation, no water bubbles were noticed at the cuff assembly. The inflation lumen to emg tube bond area was placed in beaker and water bubbles were noticed at this location indicating device leakage. The inflation lumen is attached / bonded to the tube at supplier however, during device manufacturing, 100% inspection is performed on all devices for cuff leakage as per specifications. Under magnification, the inflation lumen was found to be inserted appropriately inside the emg tube and appeared to be securely attached. A small puncture was noticed on the inflation lumen at the proximity of the bond location. The puncture could have originated from aggressive handling / use of the device by customer and/or device coming in contact with another object during use, due to supplier manufacturing or during finished good manufacturing. The exact origin of the puncture could not be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.